Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s wearable failed. After the failure, the patient passed out and was later found unconscious on the floor at her assisted living facility. Once found, the patient¿s bg meter reading was 25 mg/dl. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). The patient could not recall how long she was unconscious or what medication or treatment she received during the event but believed she was given glucose tablets. The patient was discharged on (B)(6) 2025. The patient was feeling ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.